Manufacturer narrative:
The customer¿s complaint that the set separated and leaked at the luer lock was confirmed. Visual inspection observed that the pvc tubing was completely separated from the distal male luer on the primary suspect set. No issues were observed on the secondary set. Visual inspection under microscope noted that both sides of the pvc tubing had no solvent applied at the engagement during the manufacturing process. Dimensional analysis was performed on the pvc tubing; the tubing measured within specification. The root cause of the separation and leak was a manufacturing issue of no solvent being applied at the junction of the pvc tubing.

Event description:
It was reported that a secondary infusion of ceftriaxone separated and leaked at the luer lock prior to connection to the patient. Normal saline was infusing in the primary line. Although requested, no further information was received. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 50ml baxter bag, din (B)(4), lot rd0219019, exp feb12 2019, 0.9% sodium chloride injection. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics not provided.

Event description:
The customer reported that with a primary line of normal saline, an infusion of ceftriaxone piggyback was going to be attached to the patient but separated and leaked at the luer lock before connecting to the patient. Although requested, no further information was received.